Event description:
The hcp reported that the pt was experiencing delusions, hallucinations and pruritus 9/2004 and 12/2004. The pt was having "acute/obvious delusions; pt anxious and true spasticity not appreciated. No dystonia. The pump was replaced electively as battery near end of life. "Family felt pump stalled intermittently; symptoms of withdrawal; psychosis." The pt is reported to be "doing fine" following replacement of the pump.